Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp exhibits signs of repeated use (nicked and gouged) also has fractured on lateral side of post, all pieces returned. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The information provided on this form was previously submitted under manufacturing report number 0001822565-2017-08449.

Event description:
It is reported that the device was found fractured in the sterile process while cleaning. No adverse events or patient involvement were a result of this malfunction.